Event description:
An infant heel warmer with the activator disc was used to warm a patient's arm prior to piv insertion. The warmer was placed on patient and when rn returned to bedside the warmer had leaked on patient's arm. The contents of warmer are non-toxic. The patient's arm was wiped down and checked for skin irritation.what was the original intended procedure?piv insertion.device #1is this a laboratory device or laboratory test?no.